Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported for the event. The outcome of this peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The exact age of the patient at the time of the event is unknown. The date of the onset of peritonitis was not reported, however, it is known the patient experienced peritonitis on an unreported date in 2013. Should additional relevant information become available, a supplemental report will be submitted.